Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had failed battery test, time clock anomaly, damage on the display screen, rewind anomaly and no delivery alarm on the insulin pump. Troubleshooting was not performed. Customer advised the display screen had a rainbow effect and they were unable to read the screen. Customer advised the time clock ran faster then normal, the rewind was louder than normal and the issues remained unresolved. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.